Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital with ketoacidosis while using the infusion set. This event occurred earlier in the year on an unknown date. The cannula housing of the infusion set unlocked unintentionally during the night causing the patient to have elevated blood glucose levels. The patient went to the hospital and she was treated with saline via IV. The blood glucose results at the hospital were not provided. The patient was in the hospital for 5 to 6 hours. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.